Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent system was returned but the stent itself was not returned. Visual and microscopic examination of the returned device found that there was large amount of blood in the inner body and outer body. The outer body was kinked approximately at 21.5cm from its proximal end. The stabilizer was kinked on its middle shaft. The inner body was found to be kinked on its middle shaft at approximately 52.0cm from its proximal end. A functional evaluation could not be performed as the stent was not returned. According to the dfu ¿if excessive friction continues, confirm that the delivery system saline flush is functioning.¿ as the returned device had a large amount of blood, it would appear that continuous flush was not maintained, this may have caused the device (inner body, outer body and stabilizer) to kink. Therefore, the kinks found on the stent delivery system and friction may be user related. As the stent was not returned; it is possible that it may have deployed during removal. However, because no further information could be obtained from the customer, the exact cause for the premature stent deployment cannot be determined.

Event description:
Based on the results of the investigation of the returned stent (subject device), it was found that the stent was not returned and most probably deployed prematurely during removal. There was no medical consequences to the patient.